Event description:
Pt revised due to loosening of stem that was implanted in varus at primary surgery.

Manufacturer narrative:
Examination of the returned device finds nothing outward to suggest product error or contribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product error regarding the reported problem. Based on the investigation, the need for corrective action is not indicated.